Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. It was reported that the new user did not shuttle down all the way to lock the advancer tube in place. Based on the provided information, the probable root cause for the reported event could have been from user handling error (incomplete engagement of the advancer tube).

Event description:
The following information was reported by the aci sales professional: new user who allegedly did not shuttle down all the way to lock the advancer tube in place. Converted to manual pressure for 20 minutes with no further complications. The patient was not hospitalized. Deployer: in training.